Manufacturer narrative:
The referenced bend in the percutaneous lead (driveline) was reported against the lvad kit under medwatch MFR report #: 2916596-2018-03094. Approximate age of device ¿ 1 year and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced driveline fault alarms. Log file review by a representative of the manufacturer¿s technical services confirmed the driveline fault alarm was true. The healthcare professional exchanged the modular cable. It was later corrected that the bend in the driveline was on the patient side, not the modular cable. Post modular cable exchange the driveline communication alarm continued. Technical services requested that the healthcare professional permanently silence driveline communication fault. The patient was asymptomatic and was to be monitored.

Event description:
It was initially reported that the modular cable was exchanged with regards to this event of driveline fault alarms. However, the patient¿s modular cable was not exchanged.